Manufacturer narrative:
(B)(4). No product will be returned. Quality control (qc) confirms that the flexible stiffener will pass freely through catheters proximal fittings, lumen and opens proximal curve. Instructions for use (IFU) gives instructions for proper use of this product. A definitive root cause cannot be determined without return of the complaint device. However, it is possible that the stiffener became lodged in the catheter during insertion due to insertion forces beyond its design. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Quality engineering risk assessment (qera) was updated in response to this complaint. Per the conclusions of qera, no further mitigating action is necessary at this time.

Event description:
If the plastic stiffener breaks (it gets stretched so thin that it would be very easy to fracture if it kept pulling on it), it will be stuck in the catheter, resulting in a clogged catheter. When pulled on it, it accordions (crumples up) the catheter, causing the pt a lot of pain. In one case, the catheter partially lacerated the kidney resulting in a urine leak. Any intervention or the condition of the pt was not given and is unknown at this time.